Event description:
It was reported by the surgeon implanted an arcos sts 17 x 150 stem. The surgeon removed the stem as it was not implanted deep enough and wanted to ream further. The surgeon used a slap hammer from another company and threaded the slap hammer into the arcos sts stem, but the thread stripped out of the arcos implant. Surgeon then attached the black handle impactor from the arcos instruments. The surgeon tried to knock the stem out, the impactor broke leaving the thread inside the top of the stem.

Manufacturer narrative:
(B)(4). G2: foreign: united kingdom. Suggested component code: mechanical (g04) - stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;d4;g3;h2;h3;h4;h6. H6: component code: mechanical (g04) - stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Insufficient information provided; therefore, unable to perform a compatibility check. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.